Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 07/24/2025, the user reported experiencing high blood glucose after a supply change where the "fill cannula" step was not completed. Insulin delivery resumed after completing the fill step. The user later confirmed blood glucose reached 400 mg/dl and subsequently returned to range after insulin delivery resumed. The device did alert for high blood glucose. Reported symptoms included dry mouth and frequent urination.